Event description:
The technician alleged that the side rail will not stay in the up position. No pt impact.

Manufacturer narrative:
The technician found debris and fluid dried around the side rail latch and spring. The technician cleaned the side rail latch and spring to resolve the issue.